Manufacturer narrative:
Section d9 is updated based on additional information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella rp flex was inserted via the left femoral vein in a 62-year-old female with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage e shock. During support, there were concerns for hemolysis with ldh 1,329, hemoglobin drop requiring 1 unit prbc, and crrt circuit clotting reported by nursing. Imaging confirmed appropriate pump position during the hemolysis episode, act was maintained, no anatomic cardiac abnormalities were identified, and the event onset was during impella support. Device removal was not performed, data download was requested, and product return (pump) was initiated. Patient injury attribution to impella was recorded as unknown and there was no organ damage. A placement signal issue was also documented wherein the nurse noted a ¿strange ps waveform¿ with apparent ps and flow drift. There were no aic alarms, the placement waveform remained visible, echo reconfirmed position, the pump was not replaced, and data download plus product return were requested. The patient remains on support at the time of reporting. Based on the available information, the hemolysis is clinically associated with temporary mechanical circulatory support and occurred despite imaging-confirmed position and therapeutic anticoagulation; the concurrent placement-signal drift did not demonstrate console alarms or loss of support and the pump continued to function. Hemolysis is a known risk associated with the impella rp flex per the instructions for use (IFU).

Manufacturer narrative:
Section d6 has been updated based on additional information.